Event description:
The customer reported the collimation needs to be adjusted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a collimator alignment. System operates as intended. (B)(4).